Manufacturer narrative:
Quality controls were acceptable prior to the event. A review of alarm trace data showed abnormal aspiration alarms. These can be indicators of poor sample quality. The field service engineer determined the issue was related to sample quality. The probe adjustments were checked. An instrument check was performed and passed. Precision studies passed. Images from the analyzer's sample camera showed sample clots, fibrin, bubbles, and white particulate matter. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t gen 5 on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 932 ng/l. The customer decided to repeat the sample since the initial value was critical. The sample was repeated on a second analyzer on (B)(6) 2026, resulting in a value of 22 ng/l. The repeat value was deemed correct.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.